Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) episode detection algorithm was inappropriate. It was further reported that the icm classified episodes experienced by the patient as "minor" events which the clinic was not alerted to, despite their "continuing accumulation". The icm remains in use. No patient complications have been reported as a result of this event.